Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a coil embolization procedure, a penumbra smart coil detachment handle (handle) was accidentally dropped on the floor. The dropped handle was found prior to use; therefore, it was not used for the procedure. The procedure was completed using a new handle.